Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the keypad was observed to be worn but still legible with no evidence of peeling or tearing. The ok key was intermittently unresponsive to testing. The keypad cover was removed and contamination was discovered underneath the contacts for the up, down, contrast, and ok buttons. The ok button was found to be in the inverted position.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.